Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure for tlif from l4 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by temporary relief followed by increasingly severe low back pain, left lateral thigh pain, and incontinence. A CT scan taken (B)(6), 2013 showed a broad-based disc protrusion at the level above the fusion. Also revealed on this CT scan was a 4.7 x 3.7 cm cyst on her left kidney. The patient continues to experience severe and unrelenting pain and numbness that radiates into her left lower extremity. She continues to experience from urinary incontinence, as well. This prevents the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2013, the patient presented with pre-op diagnosis of 1) degenerative spondylolisthesis , l4-5 and l5-s1. 2) lumbar spinal stenosis 3) lumbar radiculopathy. And underwent following procedure: 1) posterior spinal fusion l4-5 and l5-s1. 2) far lateral decompression , left l4-5 and l5-s1 with complete facetectomy and a left sided laminectomy. 3) transverse lumbar interbody fusion at l4-5 and l5-s1. 4) posterior spinal instrumentation. 6) application of intervertebral mechanical device at l4-5 and l5-s1. 5) locally harvested autograft bone graft extender and bone marrow aspirator for spinal fusion. The implants include pedicle screws and rods , interbody spacer, and rhbmp-2 which was split evenly between the l4-5 and l5-s1 disk spaces. Per op notes, the trial interbody spacer were inserted between the disk spaces. 11mm interbody at l5-s1 and 12mm at l4-5 were identified. A small soaked bmp sponge was then split in half and one half was placed in each disk space.